Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: overpressure. Probable root cause: 1. Pressure sensor malfunction/out of calibration 2. Inflow cassette/ tubing pressure sensor membrane failure 3. Mis-inserted cassette/ tubing 4. Motor encoder malfunction/failure (inflow and/or outflow) 5. Roller wheel assembly (inflow and/or outflow) malfunction/failure 6. Roller wheel failure due to peristaltic tubing debris build-up 7. Main board (all) /imx failure (cf) 8. Software malfunction 9. Use error 10. System design 11. Unwanted movement of internal components/wiring 12. Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design) 13. Pump operated at least-favorable environmental conditions for extended period of time 14. Run screen does not adequately indicate overpressure situation 15. Mini wash malfunction (cf) 16. Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready) 17. Excessive use of wash or turbo 18. Slow reaction time to a quickly closed off shaver outflow at high flow rates 19. Power failure of pump 20. Pressure sensor stuck behind the sensor bracket 21. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The device manufacturer date is not known.

Event description:
It was reported that the user inadvertently delivered too much pressure to the joint, resulting in overpressure. There was no indication of injury

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the user inadverntently delivered too much pressure to the joint, resutling in overpressure. There was no indiciation of injury.